Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture thresholds and low amplitude measurements observed. Another rv lead was implanted to complete the procedure. The rv lead has not been returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. Another rv lead was implanted to complete the procedure. Additional information has been requested but not provided at this time. The rv lead has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.